Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room after receiving a shock. An interrogation was completed, the physician called technical services (ts) and requested review. Ts reviewed per request. Ts advised inappropriate anti-tachycardia pacing (atp) had been provided due to an atrial arrhythmia with rapid ventricular response. Inappropriate atp delivered induced a true ventricular tachycardia (vt) arrhythmia. This vt arrhythmia was terminated with a single shock delivered. This crt-d remains in service. No additional adverse patient effects were reported.